Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel in the left forearm. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. No patient complications nor injuries were reported.